Event description:
It was reported the patient presented to the medical center on 2015-03-23 with a fluid collection in the back incision site and pump pocket. The patient was diagnosed with a cerebrospinal fluid (csf) leak. A blood patch was completed on 2015-03-27, but did not help. The patient was brought to the operating room on the date of this report for surgical exploration. It was noted all connections were patent and no leaks were found. It was assumed to be leakage from around the catheter insertion site and both the pump and catheter were explanted on the date of this report. The patient¿s status at the time of this report was ¿alive-no injury.¿ there was drainage and incisional wound opening along the catheter track. The cause of the event and patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type catheter. (B)(4).